Manufacturer narrative:
Refer to case # (B)(4) in salesforce for more information. DHR was reviewed, and the pump passed all previous tests. There are other complaints on this device, see complaint # (B)(4) in cq, which this is an extension of, and then complaint # (B)(4) in cq which was moved to qos as complaint # (B)(4). Pump was received on 2/12/2024 and tested on 2/15/2024. Due to the pump's initial complaint code of "2pow3: power issue - device powers self off", the pump's event log was pulled and reviewed to see if there is any evidence of an abrupt power off in the pump's history. An abrupt power off can be seen by the code "log_event_on", without the line "log_event_off" before it. This means that the pump powered off on its own and needed to be turned back on. The event log was reviewed, and an abrupt power off was found, see event line 254: "event 254: undefined event eventbytes: ff ff ff ff ff ff ff ff event 255: undefined event eventbytes: ff ff ff ff ff ff ff ff event 256: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 257: log_event_message time: 165:29:52 invalid bolus key pressed: 3855 invalid other key pressed: 3855 eventbytes: 09 29 52 ff ff 00 80 02 event 258: log_event_off time: 165:29:52 rmp: 150702 reason: log_off_cause_shut eventbytes: 01 29 52 02 4c ae 2e a6 " the line of "log_event_on" can be seen without "log_event_off" first, proving that the pump did abruptly power off as reported. The event log will be attached to the complaint, see "sn (B)(6)". It was also noted that the pump has sustained serious physical damage, with the plastic housing being completely broken around the metal bar on the bottom of the pump, and that the serial number qr sticker on the back of the pump is beginning to fade. See attached image "304259 damage" for reported damage. The analysis of the returned device is complete. This complaint was reviewed, and the return product evaluated and determined to be included in CAPA # it2023-15 for power/battery and CAPA # it2023-19 for pump housing module. Reported issue found, device not performing to specification.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested.

Event description:
On 11/13/2023, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.